Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was receiving ineffective/inconsistent therapy. An impedance check revealed no abnormalities. As a result, the doctor decided to explant and replace the patient's scs system. Surgical intervention resolved the patient's issue.